Event description:
This spontaneous report was received on (B)(6) 2014 from a wife reporting for her (B)(6)-year-old husband from the united states. The medical history included high cholesterol, high blood pressure and diabetes. The concomitant medications included unspecified insulin as needed since years for diabetes, metformin 1000 milligrams (mg), twice a day since years for diabetes, simvastatin 40 mg once a day since years for high cholesterol, glipizide 10 mg four times a day, since years for diabetes, levemir (insulin detemir) 33 units since years for diabetes and lisinopril 20 mg twice a day since years for high blood pressure. The consumer&apos;s weight was 122 kilograms. On an unspecified date, about four and a half months ago, the consumer started using band-aid brand adhesive bandages advanced healing blister (lot number and expiration date unspecified) cutaneously, two bandages, one at a time, twice for wound care on toe. The wife stated that on the first time her husband used the bandage, he did not experience any adverse event. After an unspecified duration, he used the second band-aid and while he was taking it off, four layers of his skin was torn off. The wife further mentioned that since her husband was a diabetic, his wound was not healing so on an unspecified date he consulted a physician wherein his wound was debrided and meda honey (sic) was applied and the area was wrapped with unspecified gauze. The physician also applied a wound cast which extended from the foot to his mid-calf to treat the event. After an unspecified duration, the use of device was discontinued. On (B)(6) 2014, the event resolved. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received on (B)(6) 2014. Lot number was not reported. The analysis of family trend will be managed through monthly trending process. Complaint trends will continue to be monitored. This report remains serious.

Event description:
This spontaneous report was received on (B)(6) 2014 from a wife reporting for her (B)(6) caucasian husband from the united states. The medical history included high cholesterol, high blood pressure and diabetes. The concomitant medications included unspecified insulin as needed since years for diabetes, metformin 1000 milligrams (mg), twice a day since years for diabetes, simvastatin 40 mg once a day since years for high cholesterol, glipizide 10 mg four times a day, since years for diabetes, levemir (insulin detemir) 33 units since years for diabetes and lisinopril 20 mg twice a day since years for high blood pressure. The consumer&apos;s weight was 122 kilograms. On an unspecified date, about four and a half months ago, the consumer started using band-aid brand adhesive bandages advanced healing blister (lot number and expiration date unspecified) cutaneously, two bandages, one at a time, twice for wound care on toe. The wife stated that on the first time her husband used the bandage, he did not experience any adverse event. After an unspecified duration, he used the second band-aid and while he was taking it off, four layers of his skin was torn off. The wife further mentioned that since her husband was a diabetic, his wound was not healing so on an unspecified date he consulted a physician wherein his wound was debrided and meda honey (sic) was applied and the area was wrapped with unspecified gauze. The physician also applied a wound cast which extended from the foot to his mid-calf to treat the event. After an unspecified duration, the use of device was discontinued. On (B)(6) 2014, the event resolved. This report was assessed as serious (required intervention) and company causality was assessed as related.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2014. This closes out this report unless other additional significant information is received.